Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006. The physician implanted a taxus express2 3.5x24mm drug eluting stent to the circumflex (cx) artery. No pt complications were reported. Approximately 2 months prior to the thrombosis event, the pt discontinued taking aspirin, plavix, statins and ace inhibitors. The pt then presented emergently with chest pain and a thrombosis was found in the previously placed stent. The pt was treated with reopro and balloon dilatations using a maverick 2.5x12mm and a maverick 3.5x20mm balloon. No pt complications were reported. Pt status post procedure is noted as fine. Additional information regarding this event was requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.